Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a proctectomy, the surgeon fired powered stapler with radial reload while only fired partial staple line. A second reload was fired, which also only fired partial staple line. He finished using ethicon contour. The current patient status is ok. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. There was no unanticipated tissue damage. There was no reinforcement material used.